Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon review, the right atrial lead exhibited noise which led to inappropriate mode switch episodes. The right atrial lead was explanted and replaced. The patient was stable throughout.